Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8k25-25 that has a similar product distributed in the us, list number 8k25-27.

Event description:
The customer stated that the architect analyzer generated falsely elevated ipth results on one patient. The results provided were: initial = 84 pg/dl / sample sent out = 36.0 pg/dl. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, a review of labeling, and accuracy testing was performed. The customer reported falsely elevated patient results when compared to another method. There were no returns available for this investigation. A review for similar complaints determined that complaint activity was normal and no trends were identified. Accuracy testing was completed to evaluate the assay performance using a file kit of reagent lot 00515c000. All the testing performed met acceptance criteria. The customer was referred to a study, "performance characteristics of six intact parathyroid hormone assays ". Sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010 for additional information. The architect intact pth package insert was reviewed and the customer was directed to the "limitations of the procedure" section and also the "expected values" section. Based on the investigation it has been determined that the architect intact pth assay is performing as intended.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended, and results code was corrected from (B)(4). Correction to suspect medical device; serial # should be blank and lot # should be 00515c000.